Event description:
Boston scientific received info that this right ventricular (rv) lead had exhibited stable thresholds of 2.5 v at 0.8 ms during follow-ups in the clinic. However, when this lead was checked just prior to the pt's recent pacemaker replacement procedure, it was found that there was intermittent capture and that the threshold had increased to 4 v at 0.5 ms. The intermittent loss of capture was only noted during threshold testing, as the device outputs had previously been programmed high enough to cover the increase in the capture threshold. The physician elected to surgically abandon this lead and a new rv lead was implanted during the change-out procedure. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.